Event description:
On (B)(6) 2014, a reporter contacted animas alleging that a patient had experienced a severe hyperglycemic event. The reporter stated that the patient had a blood glucose level over 600 mg/dl with symptoms of vomiting and large ketones. The reporter stated that the patient self-treated the hyperglycemia. The reporter stated that during the night, the pump had ¿cleared itself¿ and ceased basal insulin delivery, causing the patient to wake up in a severe hyperglycemic state. The reporter contacted a customer technical support representative and was able to resolve the issue by rebooting the pump. The reporter stated that the insulin settings of the pump had been reset and that they had to contact the patient¿s healthcare provider in order to enter them back into the pump. The reporter did note that the date and time settings remained the same in the pump and did not reset. Troubleshooting could not be completed at the time of the call because the pump was not available. This complaint is being reported because the patient experienced a severe hyperglycemic event as a result of an unknown issue causing the pump to cease insulin delivery.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.